Event description:
It was reported that the bd¿ blunt fill needle caused coring of the rubber stopper into the medication vial during use. This occurred with 6 needles. The following information was provided by the initial reporter: "reported issue: that pieces of the rubber plug go into the medication."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary - it was reported that pieces of the rubber plug got into the medication. To aid in the investigation, five hundred fifty-three samples in sealed packaging blisters were received for evaluation by our quality team. One hundred twenty-five samples were randomly selected for evaluation and a visual inspection was performed. First, with the naked eye, and then with a 30x microscope. There was no damage, defective grind or hooks observed. The etch was good. No defects or imperfections were detected. A device history record review was completed for provided material number 305180, lot 2245194. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. It is recommended the customer request an analysis of the vial stopper material. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.